Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to lead fracture. The explanted lead was returned to the manufacturer where analysis is currently underway.

Event description:
An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 333mm portion the (+) connector ring quadfilar coil appeared to be broken approximately 203mm and 222mm from the end of the connector boot. Scanning electron microscopy (sem) was performed on the (+) connector ring quadfilar coil break (found at 203mm) and identified the area on three of the broken coil stands as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. The broken coil strand was identified as having evidence of being worn to the point of fracture. Sem was performed on the (-) connector pin quadfilar coil break (found at 222mm) and identified the area as having evidence of being worn to the point of fracture with flat spots and pitting on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on some of the quadfilar coil breaks. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Manufacturer narrative:
The supplemental report #2 inadvertently did not report this information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death. However, the confirmed discontinuities have the potential for being a possible contributing cause to the increased seizures.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the patient's seizures have recently worsened. It is unknown if the worsening of seizures is above the patient's pre-vns baseline frequency. It was reported that the patient has been referred for surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The abraded openings found on the outer and inner silicone tubes of the leads and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes.